Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to up stimulation using her patient programmer (pp) for urinary incontinence in the last two days. The patient stated that the pp was not finding the stimulator and she had put new batteries in and tried again. The patient mentioned that she tried her pp during the report and got poor communication with and without the antenna. The patient also noted that she had a return of symptoms and she was up 7 times last night. The patient reported that was how her symptoms were prior to getting the ins and she had been noticing she was going to the bathroom more often. The patient stated she had way less control if she had to go and that was it. The patient noted that she did not want to go through so many pull-ups and she was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.